Event description:
Dr performing lap gastric bypass using endostitch 10mm device and endostitch 2-0 sof silk suture. Md was able to make one suture and needle stuck on one side. Another device opened and worked fine. No harm to pt.